Event description:
The tip of the ablation catheter was found to be defective during prep. There was no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).